Event description:
This lead was explanted and replaced due to patient complaining of pain in the pocket (right side implant.) Patient was sent to (B)(6) to have system removed and moved to the left side. At time of explant, device and leads were all performing normally and there were no technical issues. The old device was moved to the left side and new leads were used. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.